Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system was not receiving image acquisitions from the imaging system automatically. It was reported that there was no green line of communication between the two systems. It was reported that the proper navigation system was selected in the viewing station of the imaging system software and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age and weight provided. A medtronic representative reported that the radiologic technologist (rt) observed that the viewing station of the imaging system had not selected the navigation system as the destination for image acquisitions. Correction: product, unique device identification (UDI) and associated fields updated to proper value. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: of initial MDR submission. Location of aro: (B)(6). Manufacturer: of initial MDR submission. Brand name: of initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient age received from the site. Patient weight received from the site.